Event description:
It was reported that the patient presented at clinic due to an inoperative implantable cardioverter defibrillator (ICD), which could not be interrogated. Premature battery depletion was alleged. The ICD was explanted and successfully replaced. The patient remained stable.

Manufacturer narrative:
The reported event of premature discharge of battery and inability to interrogate were confirmed by analysis. Final analysis found that a lithium cluster-induced short circuit had occurred, resulting in premature battery depletion.